Event description:
It was reported that when using the bd pyxis¿ es server system was not connecting to server. The customer reported that user was experiencing an issue with the pyxis server. On the device side, the 2c pyxis units were functioning properly. The user reported that the tuberculin injection expiration date changes appeared correctly on the pyxis device but did not appear on the server however, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the system had a software failure. A technical support specialist (tss) reviewed the remote support service (rss) logs and found retry errors and error details returned from the server. The tss identified failures while executing database operations, including an unexpected error during the upload of changes and a failure to update dispensing device properties. The tss cleared the retry errors by following the knowledge article "retry - insert into purge.purgestatistics. The customer confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.